Event description:
Procedure type: low anterior resection. Patient gender: unk. According to the reporter: after applying the stapler the surgeon noticed a tear on the anastomosis. A new instrument was used to complete the procedure. No patient injury was reported.